Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noise oversensing and arrived at the emergency room. The patient reported to be sitting at the table at the time of the event, was not making any efforts and there were no sources of interference. Follow-up was performed and provocative maneuvers in primary and secondary vectors were performed, however, the noise was unable to be reproduced. The device was programmed to the secondary vector and x-rays were performed and sent to technical services (ts) for review. Ts reviewed the episode and discussed there is evident artifact potentially related to body movement. Possible causes for the noise and subsequent inappropriate shock were provided. The x-rays were reviewed and the system position appears appropriate, nevertheless, it was advised that the physician checks the system position compared to implant. Further recommendations were provided. The s-ICD remains in service. No additional adverse patient effects were reported.